Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic after receiving ICD vibrations at least twice a day, device was found to be in backup vvi mode without defibrillation support. Few weeks before, patient went through full body scanner at the airport. Patient was told that there will be consequences after scanning. Further investigation could not be performed as the received device image was corrupted. Device was explanted.

Manufacturer narrative:
No conclusion code available; the reported field event of backup vvi was confirmed in the laboratory and was due to a power-on reset. Based on all available parameter and usage information, device longevity was found to be below the expected limits. The device was tested on the bench and no anomalies were found. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Event description:
New information received notes that the patient was stable post-procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
(Reportable aware date is (B)(6) 2017). (Analysis conclusion): premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.